Event description:
A customer reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer declined to continue with troubleshooting. Ultimately, the customer was advised to replace supplies and resume insulin therapy.